Manufacturer narrative:
G4: 23apr2020. B4: 22jun2020. This event was clarified as having occurred during patient use - there was no allegation of harm associated with this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported a ventilator with low tidal volume. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement.